Event description:
The lay user/pt contacted lifescan (lfs) in 2006, alleging that her meter was set to the incorrect unit of measurement (uom). A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further info. In may, 2006 the pt was at work and felt thirsty, experienced dizziness, frequent urination and tested her blood glucose and received a '323' and she took her oral medication actose 45 mg (once a day) and then at an unspecified time she passed out. No info on when the pt regained consciousness. Her physician was contacted and there is insufficient info whether the pt was treated. While troubleshooting with the customer care advocate (cca), the pt mentioned that she inadvertently reset the meter to mmol/l while resetting the time. Cca sent the pt a replacement meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not received it.